Manufacturer narrative:
(B)(4). The service engineer (se) verified the event. The se inspected the device and replaced the graphic user interface (gui) printed circuit board (pcb) and updated the software on the backlight inverter printed circuit boards (pcbs). The ventilator passed extended self-testing.

Event description:
It was reported that the ventilator had an erratic top display. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.